Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving clonidine [100 mcg/ml] at an unknown dose (units known as mg/day) and dilaudid [5 mg/ml] at an unknown dose (units known as mcg/day) via an implantable pump. The indication for use was unknown. It was reported on 2016-oct-04 that the patient's previous hcp had the wrong dosing units entered as the pump was programmed as mcg for dilaudid and mg for clonidine. The event date was unknown. It was indicated that there had not been any medical or therapy issue but the current hcp wanted to correct the dosing units. It was related that the patient reported that the pump had always worked fine with no issues or alarms, and that previous pumps only alarmed when the batteries were getting low. It was also noted that the previous hcp was from "a while ago" and that the patient had been with the current hcp for "some time" now. Pump longevity was reviewed. All programming was correct. There were no patient or therapy complaints and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.